Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while blood glucose values remained available and unaffected. Symptoms included no hypoglycemia, hyperglycemia, or alerts/alarms reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included remote troubleshooting and user education, including toggling sensor settings, restarting the ilet, and advising a pairing window to allow reconnection. Investigation of this case revealed a communication interruption between the continuous glucose monitor and the ilet without evidence of device malfunction, consistent with transient bluetooth pairing failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interference or environmental connectivity factors.